Event description:
It was reported that the wake button was sticking and required additional force to be applied in order to turn the pump screen on. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.